Event description:
Approx two years ago the patient received a cmc spacer in the contralateral hand (right thumb), which initially was good. The patient has now had a revision procedure with tendon arthroplasty.

Manufacturer narrative:
Review of lot documentation was ok. Results from histological examination is not available yet.